Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a hypoglycemic episode, resulting in medical intervention that occurred on (B)(6). Patient was found incoherent by his sister and he was not responsive. Patient's sister called for an ambulance. Emergency medical technician's (emt) took patient's finger stick blood glucose (bg). Bg was 29mg/dl at the time of the reported event. Emt administered a sugar drip, and gave the patient sugar cream orally. Patient was taken to the emergency room (ER) and released the same day. Patient reported that he acknowledged the low alert but forgot to treat himself. Patient stated that there is no complaint against the product. Patient called to report event only. No additional event or patient information is available. It should be noted that diabetes mellitus is a known cause of hypoglycemia, resulting in loss of consciousness.